Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have broken conductor wire at the distal clevis causing the grip tips not to open and close correctly and not release the tissue correctly. A loop of the wire protrudes above the outer surface of the distal clevis. The wire insulation was damaged and the instrument fail the electrical continuity test. Components adjacent to the dislodged wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted surgical procedure, part of the tip of the 8mm force bipolar instrument came open and would not close, causing the instrument to become lodged in the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was trying to use the instrument when the issue occurred, also the instrument and cannula were not removed together so the port incision was not increased. When the customer stated "part of the tip came open", they meant that one side of the tip was stuck in an open position. Also, no fragments fell into the patient and the 15 to 30-minute delay did not present any intra or post-operative complications, the staff just had to retrieve a replacement instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.